Manufacturer narrative:
The subject product was discarded and not available for evaluation. A cause of the detached insulation cannot be determined at this time. The investigation is currently ongoing. A supplemental MDR will be submitted when the evaluation is completed. This is an addendum to the initial emdr to document that the initial report contained erroneous information. The user facility has confirmed that there was no failure associated with this electrosurgical device.

Event description:
It was reported per the user facility that the black coating on the disposable needle point cautery tips fell off. Contact confirmed that a piece detached when cleaning the tip, and there is concern this could result in the piece falling off during use. There was no reported patient injury/complication as a result of the problem experienced. Addendum: information provided during follow up with user facility found that this complaint was opened based on erroneous information. The user facility confirmed there was no failure that occurred associated with the electrosurgical tip (5600100) as was previously reported.

Manufacturer narrative:
The subject product was discarded and not available for evaluation. A cause of the detached insulation cannot be determined at this time. The investigation is currently ongoing. A supplemental MDR will be submitted when the evaluation is completed. Device was not returned.

Event description:
It was reported per the user facility that the black coating on the disposable needle point cautery tips fell off. Contact confirmed that a piece detached when cleaning the tip, and there is concern this could result in the piece falling off during use. There was no reported patient injury/complication as a result of the problem experienced.